Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 58mm diameter abdominal aortic aneurysm. It was reported that during the stent graft implantation into the right common iliac artery, the distal end of the stent graft slightly covered the bifurcation of the internal iliac artery. The patient has not, and will not receive treatment. Per the physician the event was anatomy related (the actual location of the bifurcation was more proximal than that shown by angiography). No additional clinical sequelae were reported and the patient is fine.